Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Lot number unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that the screw fractured inside the implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-0585325 the reported device was returned for investigation. Visual evaluation of the unk zimmer spline twist screw identified the screw was fractured and only the head was returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Additionally, the associated unk zimmer spline twist implant was not returned for investigation. The reported devices were located on an unknown tooth and were implanted for an unknown duration. The customer provided x-rays which show the fractured screw inside the reported implant. DHR reviews and complaint history reviews could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history reviews by item number could not be conducted for the unk zimmer spline twist screw and unk zimmer spline twist implant, as not enough information was provided for the devices to perform an item or lot review. Complainant reported that there is a broken screw in the implant. The implant seems well seated at this time. Patient to return for screw removal and implant evaluation. The reported device was returned and the reported complaint was confirmed as the provided x-ray showed the screw fractured in the implant as well as the fracture condition being observed with the returned screw. A definitive root cause for this complaint could not be determined.